Event description:
The user reported hearing a 'pop' and then losing hearing sensation with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing a 'pop' and then losing hearing sensation with the device. It is suspected that the implant may have been damaged when it was being pushed into the pocket during implantation surgery and then manipulated and further damaged by the user post operatively. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires, which is likely related to cyclic loads e.g. Chronic implant movement. Further, as indicated on the device explant report the implant was exposed to significant mechanical stress during the implantation surgery which likely contributed to the observed issue. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.